Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 263 mg/dl. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy.